Manufacturer narrative:
D4 unique device identifier (UDI) was corrected.

Manufacturer narrative:
(B)(6). The remote service engineer (rse) spoke with the customer, and the customer advised that the speaker produced no sound. The rse determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue.

Event description:
It was reported the device was in the workshop and during the repair work a torn speaker cable was identified and chipped black potting compound with solder contact. The device did not have audible sound because the contact on the speaker is defective. The fault was detected with device in a partially dismantled condition. Previously, there was no evidence or report of a speaker problem. The device was not in use on a patient at the time of the event, there was no patient involvement.